Event description:
On november 2, 2009, the facility's biomedical engineer reported to baxter global technical services that on (B)(6), 2009, one colleague cx volumetric infusion pump single channel in which the device is turning itself off. The reported condition was identified during bio-med service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).